Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device stuck in upload retry.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in upload retry. A technical support specialist checked logs and found retry error. The tss followed knowledge article, ran query on the server and confirmed with the customer that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.